Event description:
It was reported that this rv lead has had impedance trend spikes since (B)(6). There was an out of range impedance alert that occurred on (B)(6). The day before this, there was a stored episode of noise oversensing. Technical services suggested to bring the patient in for lead evaluation. The device has been implanted since 2009 and the lead since 2005. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).